Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012668744 was returned and analyzed. Visual inspection identified a shaft kink/twist at approximately 2.5 inches from the tip. No anomalies were discovered during functional testing. The performance test with a leak tester was performed. All performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported valve issue was not confirmed during analysis; however, the sheath failed the returned product inspection due to a shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 2af283 product type: balloon catheter product ID: 203cx product type: cable and accessories. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the catheter 2af283 arctic front adv ous 28mm, the safety system detected blood in the catheter handle, and a system notice was received. It was also suspected tat possible damage to the internal valve of the sheath occurred. Additionally, there was difficulty advancing the balloon through the sheath, and blood observed in the gas line. The injection was stopped and the vacuum disabled following the system notice. The coaxial umbilical cable and both the catheter and umbilical cable were immediately disconnected and replaced to continue the procedure, which was then completed successfully with the new components. The case was completed with cryo. No patient complications have been reported as a result of this event.